Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient (pt) went for their first visit (after surgery): at the appointment someone told them, one of the batteries showed eos, the eos code was on there and they were told something had not been activated. Pt said they were told they have 3 strikes and said if that happens 2 more times "and you are out". Tried to clarify of if pt meant their new ins was in over discharge, or if pt was talking about the end of service for their prior ins. Pt was not sure and confirmed, that has not happened twice. Reviewed some recharging best practice information. Pt said at that at the follow-up appointment a manufacturer's representative (rep) saw what was going on and they fixed it, they did not have to do any surgery, they fixed it while pt was there in the office, they were told: to be safe keep them plugged in all the time. Pt said this happened: a month after getting the stimulators. No patient symptoms were reported. For the report of service code 587 see pe # (B)(4).